Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer successfully re-loaded the cartridge to resolve the issue. Subsequently, it was reported that the insulin gauge was inaccurate. Reportedly, the customer had not performed the proper air removal techniques when loading the cartridge. Customer ultimately loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 288 mg/dl.